Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16871.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was too high. It was reported that there was no patient involvement, at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: the authorized service provider (asp) engineer confirmed that the amount of moisture was too high and replaced the gas delivery system (gds) module. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: corrected data the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out for another ventilator to continue treatment.